Event description:
Boston scientific received information that the patient with this device was hospitalized as the pocket was not healing correctly after implantation. A revision procedure was performed and the device was repositioned. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.